Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events, 1.) Irregular color tone of image (image was only magenta or green); and 2.) Noise was generated and no image showed up, were confirmed, and the device did not meet the standard specifications. The probable cause was determined to be due to stress of repeated use, external factors or handling of the device; the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following related verbiage which could have detected the phenomenon: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events 1 and 2. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 continued: (B)(6) hospital. The device was returned and the evaluation found the color tone of the image was not proper. The image noise occurred, and an image could not be displayed. The problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope exhibited color tone abnormality. The issue occurred during inspection for an unspecified therapeutic procedure. There were no reports of patient harm.